Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during preparation for use, the user experienced image issues while using the video scope. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed a defective cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.